Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: * if possible, please provide more details about how the "secondary packaging label does not conform to the approved layout". - the secondary packaging label does not conform to the approved layout, in part: the qr has an extra inscription "atraloc", that is not mentioned in approved layout. * are there photos available for visual analysis? - no. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) - please see (B)(4) in etq for additional information.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. Before use on the patient, the secondary packaging label does not conform to the approved layout, in part: the qr has an extra inscription "atraloc". No adverse patient consequences were reported. Additional information was requested.